Event description:
Healthcare provider reported they had button hole during lasik surgery. Healthcare provider did not provide date of event. Moria requested the return of m2 motor, m2 single use head, aspiration tubing, and m2 fixation ring for evaluation; and the completion and return ot the flap complication form, for evaluation. Healthcare provider only returned m2 motor for evaluation.